Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg had reached end of life (eol). Programmer was unable to communicate with ipg and deemed inoperable. It was noted that patient primarily ran tonic stimulation 24/7. Surgical intervention may be undertaken to address this issue.